Event description:
It was reported that during an unspecified procedure, a guide wire fracture occurred. The lesion location and vessel anatomy are unknown. The physician was able to retrieve the fractured segment with a snare. The procedure was completed with another choice guide wire. Patient status listed as "ok".

Manufacturer narrative:
The guide wire has been discarded at the user facility, therefore, a returned product analysis can not be conducted. The root cause of the event could not be determined.